Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was upgraded due to noise on the right ventricular (rv) lead. This system remains implanted programmed to aai with low outputs. No additional adverse patient effects were reported.